Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s father reported via phone call that the customer has been having problems with her infusion sets. She was also experiencing high blood glucose and she changed her set. Her infusion set cannula was bent. The customer said that she treated her high blood glucose with the pump and maybe with an injection. The customer declined high blood glucose troubleshooting. She said that she was hospitalized on (B)(6) 2017 at 1:00 am with a blood glucose of 447 mg/dl. The details that led up to the hospitalizations were because of the bent cannulas. She had high ketones and was treated with IV fluids. She was not wearing the pump at the time of the hospitalization and was off of pump therapy for less than 48 hours. The customer said that the cannula bent during the first day of use. The infusion set and the insulin pump will not be returning for analysis.